Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not holding and two clips slipped off the artery or duct. The surgeon was able to pull another device to complete the case. There was no consequence for the patient. The device was discarded.